Event description:
Spoke to pd nurse (B)(6) from (B)(6) at (B)(6) on (B)(6) 2025 at 3:52 pm cst and was able to confirm that the treatment was not completed on the reported date either with the cycler or by performing manuals. Patient was admitted to the hospital the following day (B)(6) for malfunctioning on his pd catheter. Patient is still in the hospital. There is no more information available at this time. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".